Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter. The distal lumen had leakage through a puncture measuring 0.05 inches long located at the 79cm point along the catheter body. All other through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The report of "pressure readings were incorrect" was not able to be confirmed because the pressure monitoring kit was not returned; however, report of a hole on the catheter body was confirmed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that after insertion of the swan-ganz catheter, the pressure readings from the pulmonary artery (pa) distal lumen were variable and did not correlate with the patient¿s presentation. The central venous pressure (cv) value was correct; however, the waveforms while inserting the device through the right atrium (ra) and right ventricle (rv) were not within the expected value range (cvp was expected at 5-10). The pulmonary artery pressures were then noted to also be unstable and not within the expected value range. When saline was injected, it was noted to leak into the contamination shield and further inspection found a hole in the catheter near the pa distal lumen hub. There was no error message displayed. Proper placement was confirmed; however, because of the values being incorrect the device was replaced for another one and the issue was solved. There was no allegation of patient injury. Patient demographics have been requested and not provided.